Event description:
During testing at the user facility, the device touchscreen would not calibrate. The device was returned to the biomedical department for a report of device alarmed with a s308 (canbus error-pmc left) malfunction alarm code. No info was provided; therefore, specific pt info, device programming, specific pt info, device programming, or event details were not available. There were no reports of any adverse pt events or delay in critical therapies while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the device touchscreen would not calibrate. The customer's reported s308 malfunction alarm code was not duplicated during testing; however, was noted during review of the device history. As indicated, the device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.